Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The returned lead was severed at approximately 84 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 53 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. However, the noted insulation damage was not considered the cause of the clinical observations as the insulation on the conductor was still intact.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was fractured. A new rv was successfully implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was fractured. A new rv was successfully implanted. No additional adverse patient effects were reported.